Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The device was checked and there was noise in other vectors. The electrode impedance was 95 ohms. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing of noise. The device was checked and there was noise in other vectors. The electrode impedance was 95 ohms. Later, the system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 36cm from the terminal pin, (in the notch area adjacent to the sense b electrode). Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.